Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a rescue percutaneous coronary intervention (pci) case, the patient experienced ventricular fibrillation (vf) without successful defibrillation therapy delivery from the cardiac resynchronization therapy defibrillator (crt-d) for the vt episodes. The patient was then externally shocked; defibrillation threshold (dft) testing carried out and the device pathways were reprogrammed. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.